Manufacturer narrative:
Hill-rom technical support recommended checking the universal tv board. The account inspected and found it was damaged. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account replaced the universal tv board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call was sending intermittent calls to the nurse station. The bed was located in the pt room at the account. There was no pt/user injury reported. This report was filed in our complaint handling system was complaint # (B)(4).